Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was trephined out due to fracture. Tooth location 5.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified significant signs of wear, and the implant is fractured across the threads. The customer is noted to have a history of clenching. The reported product was located on tooth # 5 and used for approximately 20 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided x-rays of the implant within the surgical site, which is confirmed to be fractured while in the site. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient presented with a fracture of the implant fixture. Fractured implant had to be trephined out. The site was then grafted and patient sent home to heal. The reported complaint is confirmed following physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .